Manufacturer narrative:
Title: robotic single-site versus multiport radical hysterectomy in early stage cervical cancer: an analysis of 62 cases from a single institution source: the international journal of medical robotics and computer assisted surgery/early view/e2255 https://doi.org/10.1002/rcs.2255. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between 2011 and 2017, a retrospective study compared the surgical outcomes of robotic single-site radical hysterectomy and robotic multiport radical hysterectomy in patients with early stage cervical cancer. Suture was used to repair the vaginal cuff. There were 62 patients in the study and complications included vaginal cuff infection and vaginal dehiscence. The patient with vaginal cuff infection was readmitted. Treatment for vaginal dehiscence was not specified.